Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The soft cannula was observed to be kinked and damaged, resulting in fluid diverting from the fluid path during the investigation. It is unknown how or when this damage occurred. No timeouts or drive stalls were seen in the download data. Damage on the barrel of the linkage assembly caused interference and scratches on the mechanism rail post. This prevented the slide retract from fully retracting during deployment, resulting in an exposed needle. The formed needle was observed to be bent in the region that was exposed. It is unknown how or when this damage occurred.